Manufacturer narrative:
Corrected information: report source. Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. It is feasible to suggest that a latex allergy (patient condition) could have contributed to the alleged cellulitis, although patient allergies were not reported. The IFU provides a warning about latex.per the instructions for use: ¿this product contains natural rubber latex, which may cause allergic reactions.¿ based on the provided information, no product returned, and the investigation results, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported the following via fax: "nurse reported peg j tube replaced (B)(6) 2017; also reported cellulitis: took bactrim-now complete." It was later clarified by the patient contact that their ultrathane shetty single lumen gastrojejunostomy catheter was replaced because the patient had pulled their j tube out. The patient contact stated that the cellulitis may have occurred at the stoma site, but the contact clarified that they were unsure if this was the case. A gastrointestinal nurse familiar with the case was able to confirm that the tubing was replaced on (B)(6) 2017, but further information regarding the cellulitis was reportedly unavailable. The customer has indicated that the device will not be returning for evaluation.